Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - correction. D4: lot no- additional/ correction. H2: type of follow up - additional info/correction. H4: device mfg date - additional. H6: type of investigation - additional/correction: remove code 4119.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.